Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, broken shell and others, crease flat and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken sharp on the patch/shell bond edge and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification.based on the device analysis the final assessment is sharp broken on the patch/shell bond edge assessed as unidentified (tear) opening, and missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.